Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during after few days of intra-aortic balloon (iab) therapy, the console generated iab optical sensor failure alarm. The patient had been taken back to the ICU and the pressure port was then being used to monitor pressure. They had a dampened waveform so the iab was removed. The rn had questions about monitoring pressure via a transducer when a fiber optic sensor fails. The first balloon was discarded and is not available for investigation. A second balloon had been placed successfully. There was no reported injury to the patient.

Event description:
It was reported during after few days of intra-aortic balloon (iab) therapy, the console generated iab optical sensor failure alarm. The patient had been taken back to the ICU and the pressure port was then being used to monitor pressure. They had a dampened waveform so the iab was removed. The rn had questions about monitoring pressure via a transducer when a fiber optic sensor fails. The first balloon was discarded and is not available for investigation. A second balloon had been placed successfully. There was no reported injury to the patient.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4)